Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient has an infection and is being referred to a surgeon. No known surgery has occurred to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient has an infection and is being referred to a surgeon. No known surgery has occurred to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received.

Event description:
The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.